Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed during routine follow-up. Patient was asymptomatic. The physician elected to cap and replaced the lead on (B)(6) 2016. The patient was stable following the procedure and will be followed normally.